Event description:
The manufacturer was informed on november 23th, 2021 of a bed with a damaged power cord. He mentioned that the cord had exposed bare wires. There was no patient involvement, no adverse consequence.